Event description:
Reference number (B)(4). Event occured in the united kingdom. On (B)(6) 2025, a patient reported experiencing leakage events with four infusion sets. The issue was specifically identified as leaking cannulas. The duration of use for these infusion sets ranged between 24 to 48 hours, though the exact time was not specified. As a result of the leakage, the patient's blood glucose (bg) level increased significantly, with the monitoring device displaying 'high' without providing a specific value. The patient attributed the elevated bg to the leaking cannulas. To address the high blood glucose, the patient's corrective action was to change the infusion set. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.